Manufacturer narrative:
The cause of the lack of fluid flow was unable to be determined. The device was not returned for evaluation. The machine alarmed and the nurse addressed the alarm and corrected the issue by replacing the bag and switching machines. There was no impact to the patient and no injury.

Event description:
Customer reported an incident occurring in 2007, in which the prisma machine was having dialysate weight incorrect alarms. The customer was using gambro prismasate at the time of the alarms. The alarms occurred five minutes into the treatment. The customer reported, the bag appeared to be fine and that all clamps were open. The nurse had initially tried using the spike port. After the alarms, the nurse switched to the frangible pin port and broke the pin. The machine continued to alarm. The staff confirmed that fluid was not flowing from either port, but were unable to determine the cause that dialysate could not be pulled from the bag. The patient's treatment was terminated and resumed on a different prisma machine with a new prismasate bag. The patient did not suffer an injury or require medical intervention for this incident. Other: possibility for patient injury.